Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-10249. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported deflation and capsular contracture, baker grade unknown. Later, patient reported "internal bleeding because the implant is folded". This record is for the left side. The device remains implanted.